Manufacturer narrative:
Based on the information provided, review of the surgical technique guide, certificates of analysis, IFU and fmea, there is no evidence that the device was out of specification. The most probable root cause is a malpositioned implant. Part numbers, lot numbers, manufacturing dates and expiration dates for ifuse implants added on 04/14/2014: ifuse implant, p/n 7040-90, lot# i0876, manufactured 03/12/14, expires 2018-12 (x2) ifuse implant, p/n 7060-90, lot# 167760, manufactured 01/16/14, expires 2019-01

Event description:
On (B)(6) 2014, the surgeon performed a left side ifuse procedure on the patient placing three ifuse implants. The patient still had pain following the initial surgery. It was discovered that the first implant was impinging on the si foramen. On (B)(6) 2014, the surgeon performed a revision surgery where he repositioned the first implant by backing it out a few millimeters. No implants were removed. The patient's symptoms resolved after the surgery.